Event description:
Per the clinic, the patient was treated with oral antibiotics, clindamycin, (duration not reported) due to pain at implant site. The implanted device remains. This report is submitted on october 28, 2022.

Event description:
Per the clinic, the patient was treated with oral antibiotics and steroids (specific date and duration not reported). The implanted device remains.